Event description:
It was reported that the tslim x2 cartridge repeatedly failed to function properly. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by refilling with another cartridge, though a cartridge was wasted, and the customer requested a replacement.